Event description:
The event involved a tego¿ connector where it was reported at the start of dialysis the device leaked. The product was stored in the clinic's emergency storage room. No damage was observed on the product prior to use. There was patient involvement, unknown delay in therapy, and no adverse event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.